Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("physician stated that she removed essure") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 343 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced headache ("headaches") and arthralgia ("arthralgia"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device removal, headache and arthralgia with essure. Company causality comment: a physician stated that she removed essure from a female patient, approximately 11 months after insertion. This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Non-serious events arthralgia and headaches were also reported; none of them assessed as related to the suspect insert. With this limited information, given the nature of the event she removed essure, causality with essure cannot be excluded at the moment. Therefore, the case was regarded as incident, since device removal was performed. A product technical analysis is expected and further information has been requested.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-mar-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: d46950 - production date: 05-jan-2015 - expiration date: 28-jan-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. On 9-mar-2017: despite several requests, no further information (essure removal questionnaire) could be obtained. Company causality comment: a physician stated that she removed essure from a (B)(6) female patient, approximately 11 months after insertion. This event is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Non-serious events arthralgia and headaches were also reported; none of them assessed as related to the suspect insert. With this limited information, given the nature of the event she removed essure, causality with essure cannot be excluded at the moment. Therefore, the case was regarded as incident, since device removal was performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.